Event description:
The customer reported the alarm key does not function. The manufacturer's field service engineer (fse) clarified the front panel keys do not work. The customer reported there was no patient involvement.